Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative evaluated the imaging system. The system logs displayed a critical battery error; however, the issue could not be replicated. All battery and charger voltages checked to be proper. Nonetheless, the motion batteries on the system were replaced. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is fully functional. The suspect parts have not been received for medtronic's evaluation.

Event description:
A site personnel reported that the imaging system is giving a critical battery error message, despite the system being turned off and plugged into a working outlet when not in use. There was no patient present when this issue was identified.